Manufacturer narrative:
Continuation of d10: product ID: 977c190, serial#: (B)(6), implanted: (B)(6) 2017, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c190, serial/lot #: (B)(6), ubd: 14-jun-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported the pt is experiencing  stimulation in the ribs, and even into the arms. A return of pain was also reported. Lead migration is suspected as patient previously had good coverage. It is believed the lead migrated cephalad. The cause was not determined. The issue is ongoing, and patient has upcoming consult for lead revision. A revision is planned but not yet scheduled until after consult. The rep will report additional information that becomes available.